Event description:
It was reported that the upper end of the filter column was broken of a prismaflex m100 set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the return screwed connector was disconnected from the filter blood header. The screwed connectors are attached on the filter blood header ports by using automated screwdrivers that deliver a controlled and validated torque, ensuring that all the connectors are properly screwed. A set with a loose return screwed connector would have been detected during the 100% in process leak test control during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.